Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03296, 3007963827-2016-00075, 0002648920-2016-03297, 0001822565-2016-04304.

Event description:
It is reported that a patient is experiencing an audible clicking sound, instability and pain. It is also now known that the patient has fallen twice.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: persona natural tibial component, catalogue # 42532007501, lot # 63000905. Persona cemented femoral component, catalogue # 42500607001, lot # 62871502. Persona ps ve articular surface, catalogue # 42512400811, lot # 62459082.

Event description:
It is reported that a patient is experiencing an audible clicking sound, instability and pain.